Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was allegation of respiratory tract irritation, nausea/vomiting and asthma (new or worsening). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Please note that this report is a duplicate and the event has already been reported under MDR 2518422-2022-74352.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-74352. This report was submitted as a duplicate report of the previously submitted report.¿